Manufacturer narrative:
Patient weight is unknown. Product code: ovd. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a removal of synfix anterior lumbar cage from l5/s1 was performed on (B)(6) 2016 by surgeon due to a non-union. The four screws were removed, followed by the cage/plate. These implants were discarded. The patient was then fitted with a new non-synthes cage before flipping to do pedicle screws. The patient was not compromised and the procedure was completed successfully. Reportedly the patient is doing well; the new cage and implants look great and in good position. The synfix was originally on (B)(6) 2015. This is report 3 of 5 for (B)(4).